Event description:
On (B)(6) 2011 customer reported that she was cleaning the blood sampling valve (bsv) and noticed a liquid leak around the manual probe of the lh750 instrument. Customer stated that she could not pinpoint the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed a leak at the bsv. Upon further assessment the fse found the tubing at port 7 of the center section of the bsv had been cut. This tubing takes the segmented blood sample to the white blood count (wbc) bath. Fse trimmed the tubing and reconnected it on the fitting for port 7 and cleaned the spill. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).